Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the device deficiency was out of range impedance. Interventions included reprogramming. The device was interrogated and the results were abnormal. No signs or symptoms were reported. The etiology was reported as not applicable as there was no adverse event in relation to the device or therapy. The etiology was noted as not related to the procedure. The outcome was ongoing.